Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a regular scheduled appointment in an intermittent atrial sensed, ventricular paced, sinus rhythm. Upon interrogation, the programmer indicated the pacemaker reached elective replacement indicator. The device's battery voltage and battery longevity bar indicated above eri. Based off previous longevity estimates, premature battery depletion was suspected. During device testing the pacemaker sufficiently sensed events however the device stated ¿no intrinsic was available¿. The pacemaker was explanted and replaced on (B)(6) 2019. The patient was stable throughout.